Event description:
It was reported that an alarm for high voltage circuit impedance was activated for low, out of range high voltage lead impedance measurements. However, the out of range measurements were not shown on the trend. It is suspected that they are false hvli values. Programming changes were made. Device remains implanted. Patient condition is good.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.